Event description:
It was reported to vyaire medical that the end that connects to the wall oxygen is much more difficult to connect to the green christmas tree. The patient experienced desaturation to 88%. When they looked at the 001365 - cannula nasal flard w/u-connect-it, it had disconnected from the wall. They reconnected the tube to the wall, and saturation increased. The customer confirmed that there was no patient harm/injury associated with the event.

Manufacturer narrative:
Other at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Manufacturer narrative:
H11:correction. D4:corrected model #. Section d4 was updated to indicate correct model #.